Event description:
The child's parents reported the child no longer responds to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 04/28/1999. The health care professional has been informed that the explanted device should be returned to cochlear limited.